Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited elevated, out of range high voltage impedance. A sudden increase in high voltage impedance was noted in (B)(6) 2019. Also, it was suspected that the right ventricular lead was fractured. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.